Event description:
It was reported that the patient presented with burn damage to the modular cable. The modular cable was replaced with a new cable, and the patient was placed on their backup system controller. The previous primary controller became the patient's backup controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1 - brand name: corrected section d4 - catalog number: corrected section d4 - primary unique device identification (UDI) number: corrected no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the modular cable was confirmed via analysis of the returned modular cable. Visual inspection of the returned modular cable revealed that the polyurethane outer jacket and inline connector bend relief were damaged approximately 4.5¿ from the inline connector, exposing the underlying armor layer. The outer jacket and material surrounding the damaged area appeared to be slightly melted; this is consistent with the reported event. The integrity of the wires in the returned modular cable were tested and the cable passed testing without any issues. The modular cable was then connected to a test system controller and a test pump, and successfully operated the test pump without any issues or atypical alarms produced, including when the modular cable was manipulated by hand. Following the electrical testing and operation of the modular cable on the mock circulatory loop, the cable¿s protective layers were carefully removed to inspect the underlying wires. Evaluation of the wires did not reveal any breakdown of the wires¿ insulation. The log file contained approximately 1 day of relevant data ((B)(6) 2023 per the timestamp). The data in the log file did not indicate any issues with the modular cable. No atypical alarms were observed in the log file. The pump maintained a speed above the low-speed limit without issue while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the heartmate 3 modular cable was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ subsection entitled "what not to do: driveline and cables", explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with damage to their modular cable due to burning it. The modular cable was exchanged.